Event description:
The customer reported that the device was used for the first time and it snapped. The device had patient contact, no patient injury reported. It was reported to the dealer representative, by the hospital, that a laparoscopic hysterectomy was in progress when on side of the grasper broke off in the abdomen. The piece of the instrument was easily recovered, and there was no significant delay and no harm to the patient. The broken piece was returned to jarit with the instrument.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Integra lifesciences corporation is filing on behalf of the initial distributor (B) (4).